Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and white particles in the shell. A visual and microscopic analysis was performed which identified: striated opening on posterior, broken and opening crease sharp on posterior, creases fold, wear abrasion and stress marks. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage. An opening and broken crease sharp on posterior assessed as fold flaw opening

Event description:
Device has been explanted.